Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 08, 2023, and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. After the first attempt, the customer responded and stated that their healthcare department would take care of their CPAP device. The manufacturer believes that no additional information can be obtained. Therefore, the manufacturer is submitting this as a final report. If any pertinent information becomes available at a later date, an addendum to this report will be submitted.